Event description:
It was reported that (3) devices were used during a laparoscopic colorectal resection. It was reported by the affiliate that the atb45 instrument was used for a rectum resection, 5-6 cm, from the anus canal. It seemed after 3 firings that the device had stapled, then introducing the circular stapler, the staple line opened. Then surgeon had to make another section below the previous, and tried another 2 firings, but the same thing happened. The tissue was not too thick. The surgeon then completed the case by making a low coloanal hand suture. The surgeon felt this could create a sphincter injury, but until now, there has not been any further consequence.